Event description:
The user reported that there were ventilation anomalies which meant that the patient had to be resuscitated. The patient recovered well from this event. We have no information about a deterioration in the patient's state of health. In addition, no damage to users or third parties is reported.

Event description:
We have received information about a potential incident and would like to inform you about it. At the moment we do not have exact information about this potential incident. We have tasked our technical support to gather further information about this potential incident. The potential incident occured in germany. The investigation of the device will be initiated by our experts immediately. As soon we can provide further information about the evaluation, we will inform you about a final report.